Manufacturer narrative:
(B)(4).additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure ?it is difficult to get the information. Date and name of initial surgical procedure? The surgeon doesn't remember two years ago. The diagnosis and indication for the initial surgical procedure? It is difficult to get the information. What were current symptoms following the index surgical procedure? Onset date? It is difficult to get the information. What are the patient comorbidities/concomitant medications? It is difficult to get the information. Product lot #? It is difficult to get the information. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) wound inflammation occurred. Date - time of onset of infection from the surgical procedure? It is difficult to get the information. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? It is difficult to get the information. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Antibiotics were administered for the abscess. Were cultures performed? Results? It is difficult to get the information. Was medical intervention was performed? Results? Antibiotics were administered for the abscess. Thereafter, the symptoms were relieved immediately. What is the physician¿s opinion as to the etiology of or contributing factors to this event? It is difficult to get the information. What is the patient's current status? Antibiotics were administered for the abscess. Thereafter, the symptoms were relieved immediately.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and the adhesion barrier was used. It was reported that the device was used directly under the abdominal wall and wound inflammation occurred. There was an abscess between the abdominal wall and the device, and it was red and swollen even when viewed from the skin. Since it was a long time ago, the doctor had no memory of the date of onset. Antibiotics were administered for the abscess. Thereafter, the symptoms were relieved immediately. Additional information was requested.